Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Consumer did not return unused product at the time this MDR was filed. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer reported she attempted to remove a tampon and was not able to locate the string so she thought the tampon was not present. About one week later, she noticed a foul smell and had to go to the doctor to have the tampon removed.